Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a lower-than-expected reading during a hyperglycemic event. The user reported that at 4:00pm she experienced elevated blood glucose levels of dizziness, excessive urination, and excessive thirst. The user tested her blood glucose at this time and received a result of 140 mg/dl. The user immediately went to her doctor's office. The doctor tested the user on the professional meter and received a result of hi mg/dl and then performed a lab draw which came back with a blood glucose result of 510 mg/dl. All blood glucose results were obtained with 15 minutes. The doctor wanted to keep the user overnight for observation, however the customer declined to stay. The doctor sent the customer home with insulin injections to administer at home.